Manufacturer narrative:
This report is being filed to correct the following fields: d7 h6 (added death code).

Event description:
Additional information was received indicating that the patient expired approximately one and a half months after their wound was packed. No additional information was provided.

Event description:
Additional information was received indicating that the patient expired approximately one and a half months after their wound was packed. No additional information was provided.

Event description:
It was reported that the patient with this implanted system had an infection with sepsis. The wound was packed but no device removal was scheduled at that time. No additional adverse patient effects were reported.